Manufacturer narrative:
H3,h6: device was measured and found to be within specifications. The 3-d heads were assembled to an inused screw, locked down with a 7nm torque wrench and the assembly functioned as intended. Visual inspection noted the 3-d head appeared to have been assembled on a screw properly and then removed from the screw, possibly inadvertently, before the locking ring was moved into its locked position.